Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due incorrect surgical technique during device application. Dfu-0054-eo 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Fastak suture anchors only: stopping and restarting the drill may result in excess torque being applied to the implant, which may cause the device to fail. 4. Fastak and fibertak suture anchors only: it is important to stop drilling as soon as thechuck contacts the guide or grasper. Failure to do so may result in damage to the suture and/or implant. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 7. Arthrex implant specific instrumentation must be used to insert implantable devices per the recommended surgical technique.

Event description:
On (B)(6) 2025, a sales representative reported via email that five ar-3636 knotless 1.8 fibertak soft anchors from the same lot experienced failure of the knotless mechanism during use. This was discovered during a procedure. Additional information was received on 12/03/2025: on (B)(6) 2025, during a labral repair procedure, multiple anchors were fully inserted; however, the knotless mechanism failed to convert on all of them. Breakage occurred at the suture/anchor bodies during attempts to convert. All fragments were retrieved. The case experienced a delay, but no additional anesthesia was administered. Bone quality was assessed as fine. No adverse effects were reported, and no photos are available for this event. Additional information was requested on december 9, 2025, regarding the number of failures during the (B)(6) 2025, procedure, as well as the new reported procedure on (B)(6) 2025, that was entered into (B)(4).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.